Event description:
It was reported that during installation of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), the helium leak test failed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The fse replaced the main o-ring and then narrowed the problem down to the cart. The fse went through all of the helium connections in the cart assembly. The problem was resolved and the fse completed the installation. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during installation of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), the helium leak test failed. There was no patient involvement, and no adverse event reported.